Event description:
New information received notes that the right atrial and right ventricular leads were dislodged due to twiddler¿s syndrome. On (B)(6) 2019, the patient presented for a lead revision surgery. During the procedure, the right atrial lead was repositioned successfully. The right ventricular lead was repositioned and once both leads were reconnected to the device, the right ventricular lead initially tested normal. After a couple of minutes, oversensing, low, out of range pacing impedance and failure to capture were noted on the right ventricular lead when it was re-tested. The physician elected to explant the right ventricular lead and plug the right ventricular port. The device was programmed to aair. The patient tolerated the procedure well and was stable throughout.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
MFR#2938836-2019-13962; MFR#2938836-2019-13963. It was reported that when patient presented in clinic for routine follow up both rv and ra lead was found to be not capturing even at high output. Decreased sensing was noted on the rv lead. Patient was asymptomatic. Physician elected for lead revision in the near future.